Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported patient complained of leg length problems, pain in general. Revised mdm liner, head nad accolade tmzf stem to securfit advanced stem, new mdm liner and head. No trauma reported.

Manufacturer narrative:
An event regarding a leg length discrepancy involving an unknown metal femoral head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded "this case not device-related but has a procedure related principal failure mode even though details remain obscure due to lack of clinical and radiological information." "Leg length difference can be both a radiological or clinical entity that only relates to size and position of implanted devices with sometimes patient-related disease specific influences and as such is procedure-related because optimal component position is the responsibility of the surgeon. Information is missing to further detail this aspect." Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, serial full detailed x-rays, device details and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Sales rep reported patient complained of leg length problems, pain in general. Revised mdm liner, head nad accolade tmzf stem to securfit advanced stem, new mdm liner and head. No trauma reported.